Manufacturer narrative:
Product complaint # (B)(4). Investigation summary broken items due to damaged threads. No surgery delay the device associated with this report was returned to depuy synthes for evaluation. Evaluation of the device can confirm the foreign substance overall the inner sections of the device, no other issue is seen. Per instructions for use , care should be taken to remove any debris, tissue, or bone fragments that may collect on the instrument. Instruments with cannulas, moving parts, or spring mechanisms require additional cleaning steps to ensure proper removal of all trapped debris. In addition to other important steps to follow, the IFU instructs the use of a soft bristle brush to remove all traces of blood and debris, paying close attention to threads, crevices, seams, and any hard-to-reach areas of the device features. If the instrument has sliding mechanisms or hinged joints, actuate the area to free any trapped blood and debris. Based on the observed unclean condition of the device features, it does not appear the device was properly cleaned as prescribed by the IFU. A dimensional inspection and a functional test were not performed for the acet cup introducer were not performed since it is not applicable for the complaint condition. The overall complaint was confirmed as the observed condition of the acet cup introducer would contribute to the complained device issue. Based on the investigation findings, the potential cause is failure to follow instructions. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that introducer has damaged threads.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.